Manufacturer narrative:
This AED nor its electronic log files were returned and thus the root cause could not be determined. Troubleshooting of the AED with the customer identified that the AED is functioning as designed and can stay in service. Should additional information become available, a follow-up MDR shall be submitted.

Event description:
A customer reported their battery pack will not stay latched in their AED. They reported this did not occur during patient use.